Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. The manufacturing facility reports that "a verification of failure mode reported in the current manufacturing process was conducted as follows: (B)(4) samples were taken from the current production, the samples were inspected according to qip, the revised characteristics comply with the requirement. Defect reported "balloon popped during use" was not observed in the current manufacturing process". A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The complaint is reported as: "balloon popped while being used on a patient." No patient injury or harm reported. The condition of the patient is reported as "fine".